Event description:
It was reported that the patient was experiencing phrenic nerve stimulation due to the left ventricular lead. The lead was explanted and replaced. It was additionally reported that the device may have had battery voltage issues. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.